Event description:
An incident occurred on april 21, 1993 involving a reszident who sustained a larged laceration of her arm. It was caused by the metal clasp on the identification band. The q & a committee met and determined that all similar identification bracelets willbe removed as of this date (4/22/93) and the don will look into finding alternate safe bandsdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: design - human factors. Conclusion: device failure occurred and was related to event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. The device was not destroyed/disposed of.